Manufacturer narrative:
A ge service representative performed an on site investigation. The generator hardware was retightened. The system was then found to be operating as intended.

Event description:
The customer reported the system displayed an ad channel error message. This means the analog-to-digital channel failed during system start-up. This error message will likely prevent the system from booting up. There is no report of patient injury associated with this event.